Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the infusion device displayed an e8 power interrupt error that could not be cleared by pressing the check button. The up button appears to be "stuck in," and the check button will not respond. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the buttons are damaged and restricted handling of the pump is a possible implication. As a result, moisture may enter the pump and damage the electronics. The up button is permanently active due to an external mechanical damage. The e8 error was triggered due to an power interruption while the device was in run mode.